Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent explantation occurred. The pt had a 3.5x20mm taxus express2 drug eluting stent implanted in an unspecified location within the right coronary artery (rca) during a previous procedure. Approx 2 yrs later, restenosis of the distal rca was discovered. The physician had inserted and inflated an unk type balloon catheter distal to the target lesion "for more leverage." The physician was attempting to treat the target lesion with a 3.0x13mm non-bsc des when the device and unk type guidewires became entangled on the previously implanted taxus express2 des. Upon removal of the devices, it was noticed that the previously implanted taxus express2 des had been explanted. The procedure was completed with an unk size non-bsc des. There were no additional pt complications reported with the pt's current condition listed as "fine." Additional info has been requested, but not received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.